Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. A photo of the implanted lens was provided and it was evaluated. Something on the center of the lens like a stain could be seen. The customer's reported complaint was verified, but it was not possible to discern what the mark was or where it was in the lens (surface or within the substance of the lens). Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zcb00v that has a similar product distributed in the united states, iol model no. Zcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of a zcb00v intraocular lens (iol) in the patient's left eye (os), scratch-like marks were noticed on the optic. The surgeon is taking a wait-and-see approach. Reportedly, there was no patient injury. No additional information was provided.